Manufacturer narrative:
(B)(4). Journal article reference: kim, b-k et al. Clinical impact of intravascular ultrasound¿guided chronictotal occlusion intervention with zotarolimus-eluting versus biolimus-eluting stent implantation: randomized study. Circ cardiovasc interv. 2015;8:e002592. Doi:10.1161/circinterventions.115.002592. Date of event = date journal article was accepted.

Event description:
Between (B)(6) 2012 and (B)(6) 2013, patient was enrolled and randomized for treatment after successful guide wire-crossing of the cto lesion, in a comparison study between ivus-guided group and the angio-guided group. During the procedure, the patient had two overlapping resolute integrity drug-eluting stents implanted in the rca. Approximately 279 days post procedure that patient had chest pain and on arrival at ER, had CPR but death occurred. Cardiac death occurred only in the angiography-guided group.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.